Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was reported that the battery compartment was cracked and that the pump experienced intermittent power. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: a review of the pump¿s black box and alarm history showed no evidence of pump reboot events or power issues. During investigation, the battery compartment was found to be cracked on the side from the threads to the pump cover. No moisture corrosion was observed in the battery compartment. The threads of the returned battery cap were found to be stripped. The returned battery cap was unable to maintain an electrical connection with the pump; power complaint was duplicated. A test battery cap was used and able to maintain an electrical connection with the pump for testing. During testing, the pump successfully completed the rewind, load, and prime steps without any power issues, reboots, or call service alarms. The pump successfully completed the 24 hour duration test without any power or reset issues. The pump cover was removed and there was no evidence of moisture or damage to the internal components. Unrelated to the original complaint, the display was found to be dim and discolored. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Additional evaluation code: method codes (B)(4) . Additional evaluation code: results codes (B)(4).